Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was received that states that a ventilator hose could not be removed from the 15mm connector of the in situ tracheostomy tube. An emergent replacement was required. No further incident related medical sequela was reported.